Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable investigation results of balloon burst. Block h11: (investigation results): the returned cre pro wireguided dilatation balloon was analyzed and a visual and microscopic evaluation noted that the balloon burst (which produces the reported leak). No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The returned balloon was found to be burst (which produces the reported leak). The balloon burst is likely to have occurred due to factors encountered during the procedure such as excess pressure, interaction with other devices, or anatomical conditions. Additionally, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the problem found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, it was noted that the balloon leak. The procedure was completed with a second cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of device balloon burst. Please see block h11 for full investigation details.